Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, native leaflet overhang from the original valve and non functioning leaflets from the second valve caused severe cai. A third valve corrected the cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2014-02690 .

Event description:
Three days post valve in valve tavr procedure, severe central aortic insufficiency (cai) was noted on tee. A third valve was placed and the cai resolved. Initially, a sapien xt valve was placed too aortic, resulting in moderate-severe paravalvular leak. A second valve was placed, correcting the leak. Approximately 3 days post tavr, tee revealed severe central aortic insufficiency (cai). The cai was initially thought to be caused by a torn leaflet. On postoperative day (pod) 5, echocardiogram and intravascular ultrasound (ivus) indicated the high placement of the first valve caused leaflet overhang. The valve leaflets were functioning, but not enough to reduce the cai. The leaflets of the 2nd valve were not functioning properly due to the low back diastolic pressure, resulting in wide open cai. On pod5, a third 23mm sapien xt valve was deployed 85-90% within the first valve, correcting the cai. At the time of this report the patient was in stable condition. It was perceived that high placement of the first valve, causing leaflet overhang, and low back diastolic pressure contributed to this event.